Event description:
It was reported a pericardial effusion occurred. The patient had a baseline chronic 2cm effusion noted on computed tomography (CT) prior to the procedure. The patient also had an atrial fibrillation ablation done that morning. A left atrial appendage (laa) closure procedure was being performed. They were unable to pass a transesophageal echo (tee) probe so it was decided to use intracardiac echo (ice) only with CT preplanning. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The device was deployed and during release criteria they noticed the effusion looked larger and a transthoracic echo (tte) was performed. A pericardiocentesis was performed and approximately 700 cc's was removed and protamine was given. The patient was stable, and the cause of the worsening effusion is unknown.